Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing lung damage. There was no report of serious patient harm or injury. The patient has had a CT-scan in relation to the lung damage. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing lung damage. There was no report of serious patient harm or injury. The patient has had a CT-scan in relation to the lung damage. The previous report is incorrect. The b5 should have been reported as follows. The manufacturer received information alleging that the patient stated lung damage was found on an x-ray scan. The patient also states, it is unknown when the damage started. No further medical intervention was required by the patient. The previous report was inadvertently filed as a product problem. This has been corrected to reflect the allegation of lung damage as an adverse event with outcomes attributed to ae as other in section b1. The type of reported complaint has also been corrected to serious injury in section h1. Section h6, health impact code was corrected to serious injury/illness/impairment. Section h9, the recall (z) number has been updated. As previously stated, the manufacturer's investigation is ongoing and a follow-up report will be submitted when the manufacturer's investigation is complete.